Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blackout during an unspecified procedure involving an olympus gastrointestinal videoscope. The customer suspected that the cause of the blackout was due to when angulation is applied.there were no reports of patient harm.